Manufacturer narrative:
Occupation - other; attorney. Evaluation - manufacturer was permitted to perform a very limited visual inspection of the product. No defects were found at that time. Review of device history records found a total of (B)(4) pieces of lot 1229fm released for distribution in october of 2012 with no deviation or anomalies. Six-year complaint history review did not reveal any previous reports for lot 1229fm. Further review did not identify a trend of this type of event for this part number. A voluntary medwatch report was filed by the patient and forwarded to the manufacturer by the FDA. Reference report mw508116.

Event description:
It was reported that the patient underwent initial procedure (B)(6) 2013 during which an anterior cervical plate 1-level 24mm (acp124) was implanted, along with 4 screws. Subsequently, radiographs taken in 2017 noted a displaced screw at c7 level on the right. Revision was performed on (B)(6) 2017, during which the broken locking tab piece was located and removed. The remaining three locking tabs were turned and the screws were backed out and removed, along with the plate. The displaced screw was located imbedded in scar tissue and was freed and removed. C-arm fluoroscopy in both ap and lateral planes was used to confirm all hardware was removed.